Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011,16/apr/2015, and 15/oct/2016. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified: two curved openings on anterior and posterior, broken on plug strap, wear abrasion, fold creases, and brown biological tissue on the shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior, a crease sharp opening on posterior, and a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. A crease sharp opening on posterior assessed as fold flaw opening. A sharp broken on plug strap assessed as an unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade IV.

Event description:
Health professional reported a left side deflation. Healthcare professional reported additional event of capsular contracture baker grade IV. Device has been explanted.